Event description:
The cs100 intra-aortic balloon pump was reported to be due for a scheduled battery replacement. No patient harm or injury was reported. At the time of reporting, the field service engineer (fse) had not completed the full evaluation, and the cause of a potential device malfunction remains unknown.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.